Manufacturer narrative:
The device has been received for evaluation and is in the process of being evaluated. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of an infuso.r. Pump that alarms after a minute of use was confirmed and reproduced during product evaluation. This condition was due to a malfunctioning micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition.a service history review revealed the reported condition is not related to any previous reported problem for this pump.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infusor pump with a condition of "when turned on after about a minute alarms continuously." This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. During baxter evaluation a constant alarm occurred after the pump started infusion, causing an interruption of delivery. No additional information is available.